Manufacturer narrative:
The complaint cannot be confirmed due to the device being unable to be functionally tested. The device was received at alc facilities however, the device cannot be fully sterilized and cannot be transported with biohazardous material inside it to be complete functional tested. Evaluation of the attached pictures shows an alleged ar-6410 arthroscopy main pump tubing with blood and fluid inside. It is not possible to determine if there are any holes or damage on the tubing. Though, it was noted that the neoprene sleeve looks collapsed/compressed combined with the fact that they continued the procedure despite the allegation stating that the pump was not performing as expected. It was alleged to be making abnormally strange and loud noises. The most likely reason can be attributed to misuse due to user error. Direction for use. Dfu-0140-eor0_fmt_en state the following: -using fluid to distend any joint carries with it the possibility of fluid extravasation into surrounding tissue. Always use the lowest possible pressure settings to achieve the desired amount of distension and control of bleeding. -proper operation of this device requires the establishment of adequate fluid outflow and monitoring of the surgical field. At pressures exceeding 10 mmhg above the patient¿s diastolic pressure, carefully monitor and maintain fluid outflow and assess the patient regularly to avoid extravasation or any other adverse patient condition. -prior to each use, it is important to check the setup of the pump to ensure proper function. A red light will flash near the tubing connection if a secure connection is not made. The pump will not run if this condition persists. If the pump runs continuously after the tubing has been clamped, check all luer connections. If the pump still runs continuously, replace the tubing. -do not disconnect and reconnect the same tubing set under any circumstances. Once disconnected from the pump, the tubing set must be discarded and a new tubing set installed. Failure to do so may result in pump failure and patient injury. Failure to follow these instructions may pose a danger to the patient. Do not use the unit if the rollers turn continuously after the tubing has been clamped. If the pump still fails to perform as designed, it should be returned (with the pump tubing set) to arthrex for inspection.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/14/2024, it was reported by a sales representative via sems-06513404 that an ar-6410 arthroscopy main pump tubing started making noise as if it was out of fluid. The sales representative checked the tubing and noticed it was filled with fluid. It seemed as if the pressure was a lot higher than what the machine was showing. This was discovered before the procedure. Once the procedure began, the pump acted abnormally again, making strange, loud sounds. Similar to the noise the pump makes when it is out of fluid. After double-checking multiple times, everything appeared as it should; however, the pump still made loud noises. The pump tubing and fluid were changed, and everything seemed normal. The surgeon continued the procedure, and during the acl repair portion, the nurse noticed the patient's calf was abnormally swollen, very tight, and hard to the touch. The surgeon describes the calf as being the size of a cantaloupe and identified this as fluid extravasation. The procedure was aborted, and the fluid was drained out of the patient's leg. This was discovered during a knee arthroscopy with meniscal repair procedure on (B)(6) 2024.